Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, non-sustained right ventricular oversensing was observed (nsrvo). Patient later presented to clinic for normal device check and had near syncope prior to coming into clinic. Analysis of nsrvos showed possible myopotential oversensing causing pauses which was reproducible with cough. Programming changes were made and no further episodes of oversensing were observed. Patient is stable.